Event description:
Attorney reported: in 2004 - the pt had a small oval kugel hernia patch implanted to repair hernia defect. In 2007 - the pt presented to his doctor for severe pain and swelling around his hernia surgical site. At that time, his doctor noted bulging and tenderness and diagnosed a recurrent hernia and recommended surgery in the near future. Between 2007 and 2008 - the pt went to the emergency room at least seven times for severe and continuing bilateral groin pain. In 2008 - the pt underwent surgery, and as much of the patch that could be dissected and freed was removed. During that lengthy surgery, his surgeon found that the patch had folded back on itself and was scrunched up, and was also adhered to the vas deferens just medial to the inferior epigastric vessels, which made it impossible to remove the patch intact. At that time, a biopsy was performed which showed soft tissue firmly adherent to the patch and chronic inflammation and reactive changes. Since a portion of the patch could not be removed, a new patch was implanted over the remaining portion of the kugel patch. The pt has suffered and will continue to suffer debilitating physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.